Manufacturer narrative:
Please refer to the additional annex c code.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted total colectomy surgical procedure, the integrated electrosurgical unit (erbe) was not working. The customer stated it was making the noise but not delivering energy. Customer stated they had rebooted the erbe three times before contacting intuitive surgical, inc. (Isi) technical support engineer (tse). The customer also replaced the green energy cable once, but the issue remained. The customer stated that they did not have any error codes on the erbe. The tse viewed system logs and did not see any related errors in the logs. The customer did not keep track of the energy cable lives. The customer rebooted the erbe again and when it powered back on, there was a red question mark in the monopolar box. The tse recommended trying other monopolar port on the erbe and verifying the arrow on the cable was pointing up towards the ceiling. Customer reseated the energy cable and verified the arrow was pointing up, but the issue remained. The tse recommended customer try to swap the monopolar energy cable, the monopolar instrument, or try a system reboot. Customer went to grab another monopolar instrument and energy cable and stated that they would try these steps when they get back to the room. Customer ended the call. The procedure outcome is unknown. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. System tested and verified as ready for use. Isi received the erbe to perform failure analysis. The erbe was analyzed, and the reported issue could not be reproduced. The unit was placed on an in-house system. The unit energized and cauterized all ports and recognized instruments. Error log confirms activity displaying consecutive m-0b errors. The complaint was not confirmed based on failure analysis.